Event description:
It was reported that the intra-aortic balloon (iab) was inserted to the sheath and became stuck. As a result, the sheath and iab were removed as one unit. Another iab was inserted. Further information has been requested. Reference medwatch 1219856-2008-00423 for second event involving same patient.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.